Event description:
It was reported that the locking mechanism was stuck and the suture fractured. During preparation of the apdl/8 flexima drainage catheter, the locking mechanism felt like it was stuck and after extra force being applied to lock it, the suture/wire broke midway. The device was not introduced into the patient. Procedure was completed with another flexima. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by MFR: the unit returned has suture broken, as part of overall visual revision. Visual inspection revealed the metal cannula was received loaded inside the catheter and its trocar was received inside the metal cannula. Also, the suture was received broken. Moreover, its suture key was not returned. The flexible cannula was retired from the catheter and no resistance were felt. Functional inspection was not performed due to the device condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the locking mechanism was stuck and the suture fractured. During preparation of the apdl/8 flexima drainage catheter, the locking mechanism felt like it was stuck and after extra force being applied to lock it, the suture/wire broke midway. The device was not introduced into the patient. Procedure was completed with another flexima. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4).